Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported an aquacel surgical dressing was applied to the patient's surgical incision following a spinal surgery. Approximately 7 days post-application, the patient presented reporting symptoms of itchiness, feeling hot and cold, malaise and a high temperature. In addition, the patient reported localized redness and oozing at the dressing application site. As the patient appeared to be having a severe systemic reaction, she was admitted to the hospital and an intravenous antihistamine was administered. The physician reportedly noted the patient was in an immunocompromised state at the time of the reaction and was experienced reactions to any objects that came into contact with her skin (clothing, jewelry, etc.). The cause and/or onset of the patient's immunocompromised state was not provided. The aquacel surgical dressing was removed and an alternative applied dressing applied. The skin under the dressing was noted as being red and appeared excoriated. It was reported that the patient reacted to alternative dressing as well. The patient's condition has improved following treatment. She is working with a dermatologist for further treatment.